Event description:
It was reported that the device had a power on reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) on (B)(4) 2011 in location "2c e4". The device should be able to recover from the event and continue normal function. No evidence of radiation therapy concurrent with event.